Event description:
It was reported the concentrator caught fire during use. The patient was able to extinguish the fire himself, and move the concentrator outside. No injuries were reported.

Manufacturer narrative:
At (B)(4) 2014 - model number has been located.